Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had an insulation issue and was over-sensing myopotentials. The rv lead was not used and was replaced during the procedure on (B)(6) 2024. The patient remained stable throughout.

Manufacturer narrative:
The reported events of insulation damage and over sensing were not confirmed. As received, a complete lead was returned for analysis. Visual and x ¿ ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.